Event description:
It was reported that patient received inappropriate therapy due to atrial flutter. Programming changes have been made. Device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.